Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was brought back in for testing. Sensing on all three vectors were in normal range. Defibrillation threshold (dft) testing was performed and was successful at 65 joules. The physician was satisfied with the results and will not perform a revision. No additional adverse patient effects were reported. The s-ICD remains implanted and in service.

Manufacturer narrative:
(B)(4). The s-ICD remains implanted and in service. No additional information is available. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) came in for a normal patient follow up. The s-ICD was checked and found to be functioning normally. The patient complained that the s-ICD moves around and has moved more anterior over the last few months. Inspection of the device location revealed that it had migrated and was more lateral than the recommended position. The implanting physician was called in and reported that he was concerned about the current device location. The patient was scheduled for defibrillation threshold (dft) testing in august in order to determine functionality and if the s-ICD needs to be relocated. No adverse patient effects were reported.